Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device was displaying an e4 occlusion error message prior to the event. The patient's blood glucose result at the hospital was 27.0 mmol/l. The patient was treated with insulin and salt water solution. The patient was hospitalized from (B)(6) 2016. The infusion device is not expected to be returned for product evaluation.